Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 2000 ohms, noise and oversensing. There was pacing inhibition noted, but no asystole was observed. A revision procedure was performed in which the ra lead was surgically abandoned and replaced with a new ra lead. During the procedure the physician confirmed seeing that the lead was fractured. No additional adverse patient effects were reported.